Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor pod removal, was unable to located sensor wire on (B)(6) 2014. At the time of the call with dexcom technical support, the distributor reported no injuries or medical intervention.